Manufacturer narrative:
Analysis of the stimulator found no significant anomaly was present. It was further noted that an overdischarge of the device occured. Analysis of the lead 3778-45, serial# (B)(4), found no significant anomaly was present. It was further noted that the product was segmented. Analysis of the lead 3778-45, serial# (B)(4), found no significant anomaly was present. It was noted that the product was segmented. Analysis of the extension 3708140, serial# (B)(4), found that no significant anomaly was present. It was further noted that the outer insulation was cut. Analysis of the extension 3708140, serial# (B)(4), found no anomaly was present. Analysis of the anchor, serial# unknown ,found no significant anomaly was present. It was further noted that the anchor was cut.

Manufacturer narrative:
(B)(4): lead model 3778-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6); lead model 3778-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6); extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6); extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6); programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted because it was non-functioning and was not working for the patient's back pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patients physician clarified that the patient no longer wanted the device because it didn't help. The device was explanted due to this reason.